Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had issues with buttons being hard to press, rejected new batteries and lost time and date settings. Blood glucose value was unknown at the time of the incident. No troubleshooting was performed the product will not be returned for analysis.